Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mmx4.00mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted and it could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 24mmx4.00mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 24 x 4.00mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was lifted and it could not be used. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR. : promus premier ous mr 24 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were misaligned. The undamaged stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.